Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed in (B)(6) 2016. At the time of the report, the dysmenorrhoea had resolved. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: essure was inserted without complications. Removing of the essure coils also required removal of plaintiff's uterus, cervix, bilateral fallopian tubes, and her left ovary. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: fallopian tubes were bilaterally occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.